Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was 150 mg/dl.

Manufacturer narrative:
H10: on (B)(6) 2022, the distributor reported the additional information: the pump history was checked and it was confirmed that the pump reset unexpectedly multiple times. Subsequently, the pump indicated a data log corruption. The customer reverted to alternate insulin therapy. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed. D9 d9